Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving unknown baclofen (unknown concentration or dose) via an implantable pump for intractable spasticity, spinal cord injury/spinal cord disease, and post spinal cord injury. It was reported that the patient stated that they had to have a pump replaced due to a volume discrepancy before. The patient stated that this occurred around (B)(6) 2011, and the pump was replaced shortly after. The issue was resolved by replacing the pump.